Event description:
IV antibiotic was on the floor by the bed. She noted that there was no disconnection in the medication from the patient. She examined the tubing and connection to the IV bag and there are no visible openings. Manufacturer response for IV tubing, continu flo solution set (per site reporter): not known. Was to contact the patient.